Event description:
On (B)(6) 2023, during an a-fib ablation with bi-plane procedure in the electrophysiology lab, the siemens artis q biplane needed to be rebooted due to the visualization of fluoroscopy equipment displaying large dark lines across the monitor/field obstructing the cardiac mapping.